Event description:
A (B)(6) male underwent evar on (B)(6) 2013. When the grey introducer was removed from the captor hemostatic valve on the flex main body sheath, there was excessive bleeding from the sheath despite closing the valve to the closed position. Estimated blood loss was around 1000ml's. The graft was successfully deployed. At this time, it is believed that the patient did not require any additional procedures due to this occurrence and no adverse effects to the patient were reported. Additional information was requested, but has not been provided at this time.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically labeled in the IFU. Event evaluation: still under investigation.